Manufacturer narrative:
The customer contacted the siemens customer care center. Quality control for tni-ultra was acceptable and calibration was valid. The siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse inspected and cleaned the luminometer. The cse also inspected the wash station and checked the port dispenses and aspiration. The cse replaced the positive displacement pump and incubation ring motor due to noise. The cse inspected the probes, syringes, pumps, tubing and fittings. The cse ran precision testing and quality control. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur cp instrument, resulting lower both times. Two hours later, a new sample was drawn from the patient and was tested on an alternate advia centaur cp instrument, also resulting lower. The lower result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence(s) due to discordant, falsely elevated tni-ultra result.